Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Wear and tear damaged enclosure, tank cover, float switch, pole clamp, line cord, front cover, and plate clip. Stripped interlock block. The technician started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device didn't operate correctly because the micro switch wasn't triggering the pump. The "no disposable" or "micro switch" alarm is often confused with the low fluid alarm. The water reservoir had plenty of water but the micro switch was damaged and couldn't detect a disposable or temp check. The root cause of the reported problem was found to be the micro switch was damaged from attaching either a disposable or a temperature check. The damage was caused by the customer. The technician replaced float switch, enclosure, tank cover, front cover, interlock block, plate clip, micro switch, line cord, and pole clamp.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 water if full and alarms water not full. No patient adverse events reported.